Manufacturer narrative:
(B)(4). D10: medical product: unknown avantage shell: catalog#ni, lot#ni. G2: foreign, (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total hip arthroplasty, the correct inlay was opened for the shell however the inlay would not fit and was unable to be properly positioned. A backup device was used to the complete the procedure without further complication. There was no patient impact and no adverse events have been reported as a result of the malfunction.